Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("says he has removed devices"), embedded device ("pet fibers have often embedded in the surrounding tissue") and device breakage ("coils are fragile and break apart") in an unspecified number of female patients who had essure inserted. On unknown dates, the patients had essure inserted. On unknown dates, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patients were treated with surgery. At the time of the report, the medical device removal, embedded device and device breakage outcome was unknown. The reporter considered device breakage, embedded device and medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.